Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 03.010.063. Synthes lot # 4818407. Supplier lot # na. Release to warehouse date: 04 feb 2005. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 12.0mm/8.0mm protection sleeve 188mm (p/n: 03.010.063, lot number: 4818407) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage or issues with the device. Functional test: a full functional assessment was unable to be performed on the complaint device due to not receiving all the mating devices. The mating devices that were returned were able to be assembled without any issues, but no alignment issues could be checked due to missing mating devices. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the complaint device had no damage or issues and a complete functional test could not be performed. The partial functional test had no issues. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4. G1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 while drilling for the distal screw of a retrograde/antegrade femoral nail, through the spiral blade attachment, the drill bit and screw both skived posteriorly missing the nail all together. The screw was aborted and the spiral blade was completed without incident. It is unknown if there was surgical delay reported. This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 2 of 10 for (B)(4).